Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Two peritoneal dialysis (pd) patients experienced peritonitis. The cause of peritonitis events was not reported. It was reported that both patients were hospitalized for the events. Treatment for the events was not reported. On unreported dates, pd therapy was discontinued, the pd catheters were removed and the patients were switched to hemodialysis. No additional information is available.